Event description:
It was reported that "partial occlusion of femoral artery, artery ballooned for 30 seconds and occlusion resolved." Additional information: "during an lbc procedure, micro puncture and ultrasound were utilized to gain lower access in the common femoral artery. There was no reported calcification or tortuosity. Measured depth for the manta was 2+1. Time to haemostasis was immediate. There was no patient injury or consequence from the procedure."

Manufacturer narrative:
Qn# (B)(4). UDI was be provided with the follow up report.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. A 79-year-old male patient (67 kgs) presented in the or for an lbc procedure. A lower-positioned access was gained utilizing a micropuncture kit and ultrasound for guidance. The arteriotomy was clear of calcification and tortuosity, with a measured deployment depth of 2.0cm + 1cm. There were no issues in advancing or withdrawing the procedural sheaths during the case. Following the lbc procedure, an 18f ce manta device was deployed to the measured depth, and hemostasis was immediate. A partial occlusion occurred in the femoral artery, balloon angioplasty was performed for thirty seconds, restoring flow. Due to insufficient information regarding the initial deployment, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring balloon angioplasty cannot be determined. Therefore, the root cause as to why the manta was ineffective in achieving hemostasis requiring percutaneous intervention remains undeterminable. There appears to be no product quality issue concerning manufacture, documentation or label ling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "partial occlusion of femoral artery, artery ballooned for 30 seconds and occlusion resolved." Additional information: "during an lbc procedure, micro puncture and ultrasound were utilized to gain lower access in the common femoral artery. There was no reported calcification or tortuosity. Measured depth for the manta was 2+1. Time to haemostasis was immediate. There was no patient injury or consequence from the procedure."